Manufacturer narrative:
From: it was reported the patient spilled water on her omnipod personal diabetes manager (pdm), causing it to no longer function. The patient's blood glucose levels were reported to be high. The patient did not have a backup method for insulin delivery and visited the emergency room (ER). Additional information regarding the ER visit was solicited but unavailable. To: it was reported the patient spilled water on her omnipod personal diabetes manager (pdm), causing it to no longer function. The patient's blood glucose levels rose to 17 mmol/l (306 mg/dl). The patient did not have a backup method for insulin delivery and visited the emergency room (ER). The patient received a prescription for bdtim 4mm x 100 cannula and 5 pencils of toujeo insulin. The prescription was picked up the same day and the patient administered a bolus for treatment. Patient called back with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to 7536. Serial # changed from unavailable to (B)(6). Unique identifier (UDI) # changed (B)(4). Correction to h(4): device mfg date changed from unavailable to 2/5/2021.

Event description:
It was reported the patient spilled water on her omnipod personal diabetes manager (pdm), causing it to no longer function. The patient's blood glucose levels rose to 17 mmol/l (306 mg/dl). The patient did not have a backup method for insulin delivery and visited the emergency room (ER). The patient received a prescription for bdtim 4mm x 100 cannula and 5 pencils of toujeo insulin. The prescription was picked up the same day and the patient administered a bolus for treatment.

Event description:
It was reported the patient spilled water on her omnipod personal diabetes manager (pdm), causing it to no longer function. The patient's blood glucose levels were reported to be high. The patient did not have a backup method for insulin delivery and visited the emergency room (ER). Additional information regarding the ER visit was solicited but unavailable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.